Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month.  Device evaluation: the replaced external portion of the percutaneous lead (lead) was returned for evaluation. The evaluation of the returned section of the lead confirmed an issue that would have caused the reported driveline fault alarms. Approximately 18.5 inches of the external portion/distal end of the lead was returned for evaluation. Initial electrical continuity testing of the lead segment in its returned condition revealed that all wires were electrically intact. Upon removal of the clamshell, rescue tape, and outer silicone sleeve, multiple areas of breakdown of the metal braided shield were observed along the length of the returned portion of the lead, which appeared consistent with over 4 years of use. Visual inspection of the underlying wires revealed slight kinking and insulation abrasion adjacent to the metal connector. The yellow wire appeared to be especially deformed in this location. Repeat electrical continuity testing with the outer layers and clamshell removed revealed an intermittent discontinuity in the yellow wire when the lead was manipulated adjacent to the metal connector. Microscopic inspection confirmed that the inner conductors of the yellow wire were visibly fractured inside the intact insulation. The fractured conductors of the yellow wire would have caused the reported driveline fault alarms captured in the submitted system controller log file. Microscopic inspection and high potential testing of the returned portion of the lead did not identify any areas of compromised wire insulation. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a driveline fault alarm occurred. An attempt to reset the alarm was made twice; however, the alarm reoccurred. X-ray images reviewed by the manufacturer's technical services revealed two obvious areas of wear in the external portion of the percutaneous lead. The percutaneous lead was "generously covered" in rescue tape, and a previous clamshell repair was in place. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. There was no adverse patient impact reported for this event. No additional information was provided.